Event description:
A customer reported to philips that while receiving therapy from a respironics v60 ventilator, a patient became disconnected from the device, and the device did not generate any audible or visual alarms. The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. The device was evaluated by the hospital¿s biomedical engineer. The reported issue was confirmed and traced to the user¿s applying an additional inspiratory bacteria filter to the device configuration. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. This reporter stated that an elderly female patient of unknown age, height, and weight was admitted to a hospital¿s negative pressure room on an unknown date with an admitting diagnosis of coronavirus (covid 19). Relevant medical history included multiple co-morbidities; details not reported. No relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed bi-level positive airway pressure (bi-pap) therapy via the respironics v60 ventilator with two bacterial filters; one bacterial filter at the device end and one bacterial filter between the patient circuit and the face mask. The prescription, device settings, configuration, and patient circuit were not reported. While admitted on 22feb2021, the patient was receiving therapy via the v60 device with a full face mask; details not provided, when a disconnect occurred between the patient interface and patient circuit, the device did not generate a patient disconnect alarm, hospital staff then reconnected the patient interface to the patient circuit and continued bi-pap therapy. Two days post disconnect event, the patient experienced an event of respiratory arrest, was intubated, and was placed on mechanical ventilation; details not provided. Two days post intubation and initiation of mechanical ventilation, the patient experienced an outcome of death. The cause of death was not reported. There was no allegation against the v60 device and the patient¿s outcome. No relevant laboratory data was reported. The bacteria filter must be installed onto gas outlet. The filter is a single-use bacteria/viral filter, with 22-mm m x f connectors. ¿respironics v60/v60 plus ventilator, user manual, publication number 1047358, revision u, september 2019, page 5-3, c-4¿. There was no malfunction of the device. The device behavior was due to the improper setup of the device configuration during treatment, where an additional bacteria filter was used. The cause of the device behavior was due to the user adding a second bacteria filter to the device configuration.